Event description:
It was reported that the balloon was unable to deflate. A ranger drug-coated balloon was selected for use. While preparing the balloon, it was unable to be deflated. The device was not used. Another ranger balloon was used to complete the procedure. There were no patient complications.